Event description:
Pt reported a pulling sensation left of her vaginal area and increased urination. Pt visited with her md and discussed the problem with the company rep, but the problem did not resolve. Pt had surgery on (B) (6) 2010.

Manufacturer narrative:
(B) (4).